Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen screen anomaly and button keypad anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen display. Customer stated that the insulin pump had button error alarm. Insulin pump was exposed to moisture. Customer stated that the insulin pump had blank display. Insulin pump passed self test. Customer stated that the time was advancing. The insulin pump will be returned be for the analysis.